Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient's international normalized ratio (inr) was 1.3 with no recent inr taken. The cause of thrombus formation is unknown. There was no allegation of malfunction against the amplatzer amulet occluder or procedure. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 31mm amplatzer amulet occluder was selected successfully implanted in a patient. On (B)(6) 2023, a transesophageal echocardiogram was performed and discovered a large thrombus adhering to the occluder. The patient was taking aspirin prior to the thrombus was noted and was compliant with their anticoagulant. The patient's international normalized ratio (inr) on (B)(6) 2023 was 1.3, with no recent inr taken. The patient did not receive any treatment/medications that could contribute to thrombus formation, including over the counter medications. The patient did not have any other clinical signs or symptoms during or after this event. The decision was made to restart the patient on a regimen of eliquis. The cause of thrombus formation is unknown. There was no allegation of malfunction against the 31mm amplatzer amulet occluder or procedure. The patient was discharged at the time of report and did not require hospitalization due to the event.